Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the patient experienced a change in therapy effect. A rotor study was going to be done due to the need for dose escalations. The reporter stated that the volumes had matched during refills, so they didn¿t think it was a pump issue. It was later reported that it was noted on an x-ray that the catheter was retrograde in the intrathecal sac. It was noted that the patient had a bed that elevated his legs and back. After getting out of this position, the patient experienced extreme numbness in his legs. The physician noted the retrograde positioning and determined that this position was causing the medication to pool intrathecally and was also causing a type of block once he got out of this position. At the time of this report, the patient was doing okay. The plan was to replace the catheter in may. It was later reported that the catheter was replaced on (B)(6) 2014 and the patient was continued with the same medications. It was later reported that the device system was used to deliver morphine, bupivacaine, and clonidine.